Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. Post-op, the patient developed serious problems. Some of the problems include pain, mental anguish, and nerve injuries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with degenerative disc disease at l4-5. Low back pain. Lumbar radiculopathy. Status post idbt intradiscal electrothermal procedure and underwent the following procedures: transforaminal lumbar interbody fusion l4-l5 using cage and mixture of autogenous local bone graft and rhbmp2 product. Transpedicular fixation l4-l5 bilaterally using cannulated screws and a 5.5 mm rod and rod system. Intraoperative fluoroscopy with interpretation. Implantation of prosthetic device (cage) at the intervertebral space l4-l5. Difficult procedure based on performance of procedure using minimally- invasive technology and 7-hour cage. Pre-operatively MRI showed mildly abnormal disc at l4-l5, relatively normal discs at l5-s1 and l3-l4. The patient underwent the aforementioned procedures in which rhbmp2/acs was used.